Event description:
It was reported that during a lar procedure the device was fired and then when he went to place the circular stapler to do the anastomosis the staple line unzipped due to malformed staples. The device did cut but did not staple correctly. The staple legs had not formed to the b shape. They sutured to complete the cut line. They checked the line visually for leakage. The pt had no consequence reported. Device was discarded.

Manufacturer narrative:
Date sent: 10/23/2007. Information is unavailable; device was not returned for evaluation.